Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary right tkr on (B)(6) 2009 where a corail stem with a mom pinnacle liner articulation was utilized, due to the patients young age (B)(6). Patient has presented with ongoing pain (it is not know whether the patient has elevated iron levels or any other symptoms associated with metalosis). A decision was made to open the hip and if possible replace the mom liner with a pinnacle dual mobility or a poly liner. On opening the knee, slightly blackened tissue was found superficial to the greater trochantor (around the trochanteric bursa), but little stained tissue was found within the joint. The metal liner was removed along with the metal 36mm femoral head. The wound was irrigated and washed out (there was no evidence of infection) and multiple samples taken. A pinnacle dual mobility liner was inserted along with a dual mobility head and a new 22mm metal head. The corail stem was left in situ and appeared to be well fixed. Did the patient experience a post-op device malfunction? Unknown. If yes, please describe. But most likely mom/metalosis. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes. Did the patient require revision surgery or hardware removal? Yes. Facility name of original implant. (B)(6). Was device explanted? True. Hardware/explant removal due to: pain/ metalosis. Did patient require revision surgery? True. If yes, date of revision surgery. (B)(6) 2022. Reason for revision surgery. Pain. Patient status/ outcome / consequences. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Pain. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes. Is the patient part of a clinical study? Unknown, (B)(4). Device property of? None. Device in possession of? None, (B)(4). Device property of? None. Device in possession of? None, (B)(4). Device property of? None. Device in possession of? None, (B)(4). Device property of? None. Device in possession of? None, (B)(4). Device property of? None. Device in possession of? None, (B)(4). Device property of? None. Device in possession of? None. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.